Manufacturer narrative:
(B) (4). The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, the importance of an accurate deployment. The complaint correspondence indicates that the patient's anatomical form was outside the IFU because the severe proximal neck angulation to both the axis of the aneurysm and the suprarenal aorta, and the access route was 5mm. However, is not clear at this time of the cause of the endoleak. We will notify the appropriate personnel (in-house) of the event and continue to monitor for similar complaints.

Event description:
On (B) (6), 2010, an (B) (6), male, patient, whose right common iliac artery was occluded, underwent initial aaa repair, as labeled, under general anesthesia. The patient's anatomical form was not suitable for endovascular repair because of the severe proximal neck angulation to both the axis of the aneurysm and the suprarenal aorta. The access route was 5mm. The procedure consisted of placement of zenith main body graft, a zenith converter and a zenith iliac leg graft. The final angiography confirmed occlusion of the right renal artery (1820334-2010-00194), type iii endoleak from the junction of the converter (1820334-2010-00193) and distal type I endoleak (1820334-2010-00195). Both leaks were improved by ballooning, but they were not gone completely; although the physician expected they will be gone. The right renal artery was not completely occluded but the blood flow was poor, thus the physician attempted cannulation using a guiding catheter and a guidewire, but failed, due to a strong angulation. The physician decided to take a wait-and-see approach. The patient's urine volume was not problematic during the procedure and the creatinine level was 1.8 mg/dl. The patient's condition is unknown as not provided by reporter.